Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the lcsb5, used with a luke handpiece, was flat toning during the case. A new lcsb5 was used to complete case. There was no consequence to the pt.